Event description:
A pump malfunction alarm was reported while it was pumping. The customer declined to provide information about any impact on their blood glucose levels. Technical support assisted the customer in loading a new cartridge using the correct technique, allowing them to successfully resume insulin therapy. No additional information was available regarding any previous issues with this pump.